Event description:
It was reported, nine days postoperatively, while still recovering at the hosp, the pt developed kidney failure. An echocardiogram revealed valvular insufficiency. The next morning, the pt also developed pulmonary insufficiency. The valve was explanted and during the procedure, one leaflet was observed to be flattened and contained a central tear approx 3 mm from the node of arantius. A prosthesis from another MFR was then implanted.